Manufacturer narrative:
(B)(4). Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer request for an ex upgrade and during testing also replaced the u-handle because the lcd would not stay in the upright position and replaced the main housing due to the lcd swivels 360 degrees. The vso was replaced due to the vacuum swing on start up is low. After servicing, the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the unit will be returned for an ex hardware upgrade. No procedure or pt involvement occurred.